Event description:
The pt experienced abdominal wall irritation and skin erosion. The position of the pump on his abdominal wall had become quite protuberant and there was concern about the erosion of the skin at the superior margin of the pump. The pump pocket was surgically revised. The pt recovered without sequela. The device system was used to deliver hydromorphone and bupivacaine.

Manufacturer narrative:
(B)(4) no longer apply.

Event description:
Additional information received on (B)(6) 2017 indicated patient experienced pain at the pump site. No further complications were r eported/anticipated.